Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
(B)(6) complaint handling unit reported a patient fell down several times. The patient had a trochanteric fracture on the (B)(6) 2009. The surgical operation with a use of an extra small (B)(4) proximal femoral nail antirotation system was on (B)(6) 2009. The doctor confirmed the healed bone fracture on (B)(6) 2009. However, after healing, she had fallen down several times at the hospital. In early (B)(6) 2009, the patient felt pain on her femur but she did not visit the hospital. At the end of october, she felt increasing pain and went to the hospital. A second fracture was found to be more serious then the initial fracture. The doctor made a re-operation with a use of bhp. The patient had fallen down several times causing the second fracture.